Manufacturer narrative:
(B)(4). Date of event estimated as (B)(4) 2013. Date of implant estimated as (B)(4) 2005. There was no reported product deficiency. The reported patient effects of occlusion and restenosis are known observed and potential patient effects as listed in the vascular self x instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that a multi-center study which ran from april 2005 to december 2009 consisted of 1081 patients who were treated with self-expanding stents, of which 49 were abbott selfx stents. Clinical outcomes were as follows: 78% long term patency, defined as treated lesions without restenosis/reocclusion or repeat revascularization. 90% adverse limb events, defined as major adverse limb events including major amputation or any reintervention (surgical conversion, tlr) during the study period. 77% event free survival implied freedom from death, major amputation, or any reintervention. Although of the 1081 patients only 49 were treated with the selfx stents, the selfx cannot be ruled out as having no correlation to the adverse events listed. No additional information was provided.